Event description:
The customer reported a loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video connections were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.